Event description:
It was reported that a catheter was inadvertently pulled out of the epidural space during a spinal/scoliosis surgery. The physician was able to thread the catheter back to its correct position. Lioresal was being administered via the pump, however, concentration and daily dose information were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)